Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump was received with minor scratches on lcd window, cracked case at display window corners and belt clip slot.

Event description:
The customer's father reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The father stated that none of the buttons are working and the pump read button error. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.